Event description:
It was reported that this pacemaker exhibited undersensing, resulting in inappropriate pacing and rhythm acceleration to ventricular tachycardia (vt). The vt self-terminated and boston scientific technical services provided troubleshooting options. The pacemaker remains in service. The patient was hospitalized with chest pain, however no further adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited undersensing, resulting in inappropriate pacing and rhythm acceleration to ventricular tachycardia (vt). The vt self-terminated and boston scientific technical services provided troubleshooting options. The pacemaker remains in service. The patient was hospitalized with chest pain, however no further adverse patient effects were reported.